Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.